Event description:
The customer reported that the clear insulation peeled back on the device. The device was not used on the pt.

Manufacturer narrative:
(B)(4). One lf5544 device was returned for evaluation. The clear insulation was damaged. The device failed hipot testing.